Manufacturer narrative:
D4 expiration date: 12/31/9999.

Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for treatment of the target lesion. During preparation for the procedure, the dynaglide rotational speed was incorrect. Because of this, the procedure was cancelled.